Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrolyte) results on their au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment, injury or death associated with this event. The customer stated quality control was within the laboratory's specifications prior to the event.